Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of no delivery alarm. The customer stated that a short beep occurred. The customer's blood glucose level was 234 mg/dl at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low reservoir alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label, stained keypad overlay and stained end cap sticker.